Event description:
It was reported that during an idiopathic ventricular tachycardia procedure, while performing the transseptal puncture, the patient suffered a perforation and pericardial effusion. There was a small baseline effusion present prior to procedure, and it grew to 1cm after perforation. A pulmonary artery catheter (swan-ganz catheter) was placed to monitor right atrium pressure and the patient was stable when sent to the ICU for observation. The smarttouch catheter became kinked when removed from the patient. They exchanged the catheter to proceed with and completed the case. Since both ablation catheters were used inside the patient, bwi takes conservative approach and report both ablation catheters. Attempts have been made to obtain additional information but no response has been received at this time. No product malfunctions have been confirmed related to this patient injury.

Manufacturer narrative:
(B)(6). Bwi equipment in use: c3 system 14685 stockert sn unknown coolflow pump sn unknown thermocool smarttouch catheter (B)(4), lot # unknown thermocool smarttouch catheter (B)(4) lot # 17134619m) (B)(4).